Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: on (B)(6) 2005 - the patient underwent an unspecified procedure with implant of a non bard/davol "sparc" mesh and an unspecified bard/davol "marlex" mesh.

Event description:
As reported on 03/15/2018, the patient's attorney has alleged: (B)(6) 2005 ,the patient underwent an unspecified procedure with implant of a non bard/davol "sparc" mesh and an unspecified bard/davol "marlex" mesh. Addendum based on additional information provided by patients attorney which included the medical records and general patient outcome allegations: (B)(6) 2005:the patient underwent a 2 part procedure which included an exploratory laparotomy, total abd hysterectomy, bilat salpingo-oophorectomy and sacrocolpopexy with implant of a bard/davol flat mesh (device #1) and implant of a non bard/davol sparc bladder neck suspension. (B)(6) 2005 : the patient continued with complaints of urinary incontinence and underwent periurethral injections of non bard/davol ¿durasphere¿ bulking agent. (B)(6) 2006: the patient had a md office exam with complaints of stress urinary incontinence. Per the exam notes, ¿she has no enterocele or vault descent, however with speculum exam, there is approx a quarter size mesh exposed at the vaginal apex. (B)(6) 2006: the patient was diagnosed with recurrent stress urinary incontinence, vaginal mesh erosion and underwent cystoscopy, partial removal of exposed bard/davol flat mesh (device #1) at vaginal apex, transvaginal excision of sparc sling (non bard/davol), harvesting of rectus fascia strip for pubovaginal sling, complete urethrolysis, removal of left dacron pledget (non bard/davol) and repeat cystoscopy. (B)(6) 2009: the patient had an md office exam with complaints of some vaginal bleeding/spotting. Per the exam notes, ¿pap smear performed and evidence of friable mucosa sampled. The upper cornual portion of the vaginal cuff shows the previous mesh exposed approx 1 cm.¿ patient was recommended to follow up with surgeon. (B)(6) 2009: cystoscopy was performed in office. Per md impression, "the patient is having recurrent infections and mesh exposure". (B)(6) 2010: the patient was diagnosed with recurrent mesh exposure at vaginal apex and underwent a removal of the remaining bard/davol flat mesh (device #1) exposed. (B)(6) 2011: the patient was diagnosed with a urinary tract infection and mesh exposure of the non bard/davol urethral mesh sling and sutures. (B)(6) 2011: the patient underwent removal of the non bard/davol prolene sutures and non bard/davol urethral sling. Patient alleges before implant of the bard/davol flat mesh (device #1) product she performed ¿normal daily activities with some incontinence.¿ as reported after the implant of the pelvic mesh product(s), patient reports she ¿not able to participate in normal daily activities because of extreme incontinence and repeated infections.¿

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information from medical records and patient outcome allegations provided by the patients attorney. The information provided alleges "the patient is having recurrent infections and mesh exposure" and underwent partial removal of exposed bard/davol flat mesh (device #1) on (B)(6) 2006 and explant of remaining bard/davol flat mesh (device #1) on (B)(6) 2010. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the information received, there is no way to determine whether the bard/davol flat mesh (device #1) may have caused or contributed to the problems experienced due to the patient's complex medical/surgical history. Should additional information be provided a supplemental emdr will be submitted.